Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified left anterior descending artery. A 2.50 mm x 12 mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at 20 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50 mm x 12 mm catheter was returned for analysis. A visual and tactile inspection was performed but no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon material identified a 5mm tear starting at the proximal markerband and moving towards the balloons mid-section. Tip showed no signs of tip damage. No other issues were identified with the device.